Event description:
The patient reported: I'm experiencing some soreness and inflammation behind my front teeth. I had my husband take a look, and he said it looks blackish/gray, like it might be dried blood. I just switched to aligner 16 today, as I was waiting for my next set to arrive. I had been using aligner 15 for 2 weeks. I brush, floss, and use mouthwash daily. Clinical review - update 4/19/2024: the patient provided the doctor's findings and has received clearance to continue with the aligner treatment. Information on gum irritation has been shared with the patient. The patient has been asked to provide an occlusion photo with the aligners on to determine if the aligners are cutting into the gum tissue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.